Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (non-functional ECG electrode) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged ECG c and d cable. The cable was pulled from the strain relief, pulling j703 from the board. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.